Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode stayed in the body after sensor removal. The customer¿s blood glucose level was unknown. Customer did not saw electrode on sensor base. Customer was not sure if electrode was really left in the body or not. The sensor will not be returned for analysis.